Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a blood-like substance leaked out of the handpiece during the cleaning process. This event did not occur during a surgical procedure, but was found after the completion of the procedure. There were no adverse consequences reported with the event.